Manufacturer narrative:
Despite that there was no patient illness, injury or death for this complaint, the manufacturer is filing a MDR due to the corrective actions taken related to this product problem and the formal decision to voluntary recall product on july 11, 2018.

Event description:
As noted by the complainant, when the oxygen line is connected to the high concentration adapter with re-breather bag, the oxygen line "pops off" after the oxygen is turned on due to a clogged port.